Manufacturer narrative:
One (1) used. List #mc33038, 7" was returned for evaluation. As received, unknown solution residuals were observed inside the sample. A crack on the female luer was observed. No mating device was returned for evaluation. The returned set was tested and a leak from a crack on the female luer was observed. Complaints of leaking at the port side can be confirmed or replicated. The probable cause is an error during manual process assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where the customer reported leaking at port site. It is unknown if there was patient involvement but the customer stated that the product was in contact with bodily fluids but was not in contact with a hazardous agent. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation but the investigation is not yet complete.